Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a patient expired while connected to liberty cycler on (B)(6) 2015. According to the therapy manager, the patient passed away sometime during the night saturday/sunday morning around (B)(6) 2015. He was still in bed connected to the cycler. The wife called 911 as he was cold. Clinic notes noted on (B)(6) 2015, the patient went to the emergency room (ER) due to a headache wednesday night (presumably (B)(6) 2015) and rec'd pain medication.

Manufacturer narrative:
External visual inspection: there were no indications of dried fluid within the cassette compartment underneath the mushroom heads. The exterior showed no signs of any physical damage. The heater tray/scale was not obstructed. Two simulated treatments were performed using the received cycler, and there were no alarms or problems that occurred during testing. In a simulated treatment, the weighed fluid volumes were compared against the programmed fill value, and the weighed volumes for each fill phase was determined to be within expected tolerance for the liberty cycler. There were no fluid leaks in the test cassettes during the treatment tests. The valve actuation test passed. The system air leak test passed. The patient sensor calibration check passed. The load cell verification was within tolerance. There were indications of dried fluid within the recess of the bottom cover adjacent to the pump assembly and cassette area. There were indications of dried fluid on the bottom cover between the front panel and the pump assembly. The cause of the encountered dried fluid could not be determined. The mushroom head check passed. The system level review of the liberty cycler and concomitant products found no indication that the products caused or contributed in any way to the clinical event. On (B)(6)2015, clinic notes state that the patient went to ER for headache wednesday night (presumably 15th) and received pain medication. According to the manager, the patient passed away sometime during the night saturday/sunday morning around (B)(6)2015. He was still in bed connected to the cycler. Wife called 911 as he was cold. Death certificate was not included in the medical records. Circumstances surrounding the patient's expiration are not clear. It is not clear what has caused the patient's expiration, peritonitis, or the headache that brought him to the emergency room shortly before the expiration.